Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. Review of the supplied medical records did not confirm the reported patient knee infection. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not confirm the reported infection based on the provided information. Based on the inability to confirm the reported infection or find any evidence of product error, the need for corrective action is not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address infection. Update rec¿d (B)(4) 2014 - patient's medical records were received. Records indicate the patient was revised again on (B)(6) 2014 to remove the femoral, tibial, and patellar components. Those are being reported at this time. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.